Manufacturer narrative:
The distributor replaced the computer, installed the software and tested for proper function. The system is fully functional with no further issue after new computer installation. Suspect computer has not yet been received by manufacturer for evaluation.

Manufacturer narrative:
The rollingstone computer was received at the manufacturer on (B)(4) 2013. Initial testing showed no power up of fans. Reseated all connections and ram and then got green light on mother board and heard click from power supply, but no fans started and no booting or posting happened. Suspect failed power supply.

Event description:
A medtronic representative received a report from a site biomed engineer stating that while in a surgery, the stealthstation s7 system exited the cranial application unexpectedly. The application was re-started and, while in the "load patient" task, the system was unresponsive for a few seconds, then a "no input" message appeared on both monitors. The system was re-started twice, resulting in the "no input" message. The surgeon discontinued navigation and completed the procedure with the use of a c-arm. There was no negative impact on the patient outcome.

Manufacturer narrative:
RMA issued for the system rollingstone computer with synergy cranial 2.2.0. Following this event, a medtronic representative performed testing on the system, removing the lateral cover, and identified that from the two fans attached to the cover only the top fan was working. Connections, voltages and power plugs were checked and everything was in proper order. To date, suspect computer has not been received by manufacturer for further evaluation.